Event description:
It was reported that ¿tnsb [trans nasal skull base bur] was used with navi during endoscopic extirpation of transnasal pituitary tumor, which resulted in excessive bleeding. Though the tumorectomy was not completed, the procedure was suspended and closed a surgical incision because hemostasis was prioritized. On the next day, the sales rep confirmed that it was successful in hemostasis and the patient recovered. According to the doctor¿s opinion, there was a high possibility that bleeding would have been caused by the operation rather than device failure such as drill. The patient had thin bone and conduct of autopsy was complicated.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): the bur was received for evaluation. As received condition: received one (1) sample without the original product packaging. The label sticker on the grey molded hub of the bur identified part number as ref: (B)(4). The pouch label was not available to identify lot number. The condition of the device did not show customer use as there was no presence of bio-residue or visible damage on the sample. Equipment used: ipc (sn: (B)(4), ref: (B)(4)) and em200 handpiece (sn: (B)(4)). Observations: upon visual evaluation, no damage was noticed on the product in any manner. The bur tip remained intact at the distal end of the shaft. The outer shaft was free of damage. The bur tang inside the grey hub was also intact and free of damage. The device was functionally evaluated with an integrated power console (ipc) unit and handpiece and was found to function (oscillate) without any issues. The device was functionally tested at varying speeds. In conclusion, no fault was found with the device as it met all product specifications.